Manufacturer narrative:
H6: evaluation codes updated device evaluation: the customer reported complaint was unable to be confirmed as no sample was returned and no photos were provided. Testing was not conducted for the investigation. If the product is returned, the complaint for further investigation.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while inflating the balloon, it was significantly smaller when holding it up to the exact same size trach and it was causing it to slip out. The issue was discovered while in use with the patient. The outcome of the event; they removed the trach and used another one. Adverse patient effects are unknown.